Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was delivering boluses on it's own. Additionally, it was reported that the pump history did not reflect accurate data despite being in use. Customer's blood glucose level ranged between 40-60 mg/dl which was addressed by ingesting candy and juice. Reportedly, the customer continued using the pump for insulin therapy.